Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Additionally, the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, it is likely that the calcified and tortuous anatomy contributed to the difficulty during insertion such that the guide bent which resulted in the resistance during removal of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that a high stick puncture of a calcified artery was attempted using a proglide device with a 5f sheath after a balloon angioplasty and stenting of the superficial femoral artery interventional procedure. Reportedly, two devices experienced resistance when inserting the device into the artery and advancing it through the wire. Each device kept getting stuck as calcification and tortuosity was noted in the vessel. Although device did not deploy, force was used to remove the devices from the patient. Upon removal, a kink was noted at the distal guide. Manual arterial compression was applied for thirty minutes to achieve hemostasis. Later that night the patient got up to use the restroom and while seated, the patient ruptured the puncture site. An emergency procedure was conducted to treat the rupture by accessing the left brachial artery with a catheter to have visual access and assess the external iliac/common femoral artery where a non-abbott expandable stent was applied to address the bleeding. It was reported that patient is in stable condition. No additional information was provided.